Event description:
The reporter stated that he had done back to back blood glusose test with results of 44, 113, and 112 mg/dl. He said that he had not noted the color on the back of the strip. The test strips used had been open for more than 4 months. He reported that he had performed a control solution test that was in range, but did not recall the result. His report stated that the next day he cleaned his meter and did a control test, using test strips from the same lot and expiration but opened that day, with result of 105 mg/dl. The reporter did a blood test that read 132. He considered it low because he had eaten a few hours earlier. He stated that he usually tests 5 times a week with results between 120 and 140, and 140 to 169 mg/dl, and considers there latter elevated. Because his a1c r the past month was 6.8 (up form 6%), he started testing again.